Event description:
The reporter stated that reporter did meter to lab comparison tests, within a couple of seconds of each other. Reporter's capillary meter test was 173mg/dl, and the venous lab test result was 121mg/dl. No symptoms were reported. A control solution test was not run due to lack of supplies. On followup, the reporter stated that reporter checks the confirmation dot, and the testing technique is accurate. Reporter had been cleaning the meter with alcohol. Using new supplies, reporter states that a control solution test was in range. No harm was alleged.